Manufacturer narrative:
Date rec¿d by MFR : 08feb2019. The customer stated that the touchscreen was replaced to address the issue and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilators touch screen calibration drifts and became inoperable. There was no patient harm reported. The event date was not specified; estimate used.